Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Restenosis and angina are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 213 mm xience v (part 1009540-23, lot unk), and the 2.75 x 12 mm xience v (part 1009540-12, lot unk), indicated are being filed under a separate MFR#.

Event description:
Device malfunction: none. Adverse event: stenosis requiring intervention. Time of adverse event: approximately 5 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated saphenous vein graft (svg) to om1 with the 2.75 x 23 mm xience v stent, and stenting of the pre-dilated svg with the 2.75 x 12 mm xience v stent. On (B) (6) 2009, an unk xience v was implanted as treatment for a new lesion in one of two unk target vessels. On (B) (6) 2009, the pt experienced chest pain rated 7/10. The pt was hospitalized on (B) (6) 2009, and medications were administered along with angiogram revealing in-stent restenosis of the mid svg to om1, treated via percutaneous coronary intervention. The pt was discharged on (B) (6) 2009. On (B) (6) 2010, the pt experienced squeezing pressure in the chest that radiated to the back that was treated via percutaneous coronary intervention to an unk target vessel/unk stent. The pt was not hospitalized and the event resolved on (B) (6) 2010. On (B) (6) 2010, the pt experienced unstable angina, squeezing pain in the chest radiating to the back lasting a total of 45 minutes. The pt was hospitalized on (B) (6) 2010 and percutaneous coronary intervention was performed to an unk target vessel/unk stent. The pt was discharged on (B) (6) 2010. Though requested, no additional information was provided.